Event description:
It was reported that this inflatable penile prosthesis (ipp) did not work properly as it exhibited inflation issues. The device remains implanted, and a revision surgery will be performed once a replacement prosthesis is provided. No patient complications were reported.